Event description:
A clinic director reported that a patient had an unexpected postoperative outcome following an intraocular lens (iol) implant procedure. The lens was exchanged for the same model, different power iol. Additional information was received that reported the patient experienced blurred vision and glare. Additionally, a defect was reported on the optic of the lens. In a follow up, an assistant reported that in the opinion of the surgeon the device did not cause or contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 11/14/2012. (B)(4).